Event description:
Additional information was received from the manufacturer representative. It was confirmed that it was the model 97791 anchors that were not securing to the lead. The serial number and implant date of the ins were provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2022. Product type lead product ID 97791 lot# serial# unknown product type accessory product ID 97791 lot# serial# unknown. Product type accessory h3: device evaluation of one of the 97791 devices: analysis found that the returned anchor passed all testing in the laboratory and no anomalies were identified. The anchor deployed from the anchor dispenser tool. H3: device evaluation of the other 97791 device: analysis found that the returned anchor passed all testing in the laboratory and no anomalies were identified. The anchor was not deployed from the anchor dispenser tool. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: na, serial#: (B)(4), implanted: on (B)(6) 2022, explanted: na, product type: lead. Product ID: 977a260, lot#: na, serial#: (B)(4), implanted: on (B)(6) 2022, explanted: na, product type: lead. Product ID: 97791, lot#: na, serial#: unknown, implanted: na, explanted: na, product type: accessory. Product ID: 97791, lot# serial#: unknown, implanted: na, explanted: na, product type: accessory. Other relevant device(s) are: product ID: 97791, serial/lot #: unknown, ubd: na , UDI#: na. Product ID: 97791, serial/lot #: unknown, ubd: na, UDI#: na. The country of origin is (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the bumpy anchors were not securing to the leads. It was made sure that the lead was dry, at the time of deployment. They waited approximately 30 to 45 seconds, prior to seeing if the anchors would move, and both times the anchors moved up and down the lead without applying force to the anchor. The bumpy anchor was replaced with bi-wing anchors and the issue was noted as being resolved. Surgical intervention did not occur and was not planned.